Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz catheter was pacing intermittently and failed to capture during procedure. Staff changed the battery on the pacing device, and the non-edwards external leads and repositioned the pacing wires. Catheter was attached to a mindray monitor. A remington medical disposable adaptor, abbott hemostasis introducer 6 fr. 12 cm, merit medical contamination sleeve 80 cm, and medtronic demand pulse generator 5375 was used during the case. There were no patient injuries.

Manufacturer narrative:
A product evaluation was completed on the returned d97120f5 with monoject limited volume syringe. The reported event of "pacing intermittently" was unable to be confirmed. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. No visible damage was observed from catheter body, balloon, windings and returned syringe. The balloon inflated clear and concentric, and the balloon remained inflated for 5 minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product non-conformance or device failure could not be confirmed and no defect was found per the product evaluation. The ''pacing difficulty - pacing use" malfunction code could be associated to multiple root causes. Since a failure mode could not be confirmed and with the information available, further investigation could not be performed and a corrective action is not required at this time. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. A device history record review was completed and documented that device met all specifications upon distribution.